Manufacturer narrative:
Additional information was received that during the revision the leads and ipg were replaced due to suspected malfunction caused by a non-device related surgery and use of cautery. The patient was reportedly doing well post-operatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure due to extended time charging the ipg. Use of cautery was suspected. It is unknown if there is malfunction of the ipg.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure due to extended time charging the ipg. Use of cautery was suspected. It is unknown if there is malfunction of the ipg.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision due to high impedances. Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure due to extended time charging the ipg. Use of cautery was suspected. It is unknown if there is malfunction of the ipg.